Manufacturer narrative:
Investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that just when starting to use the mask on a patient, the connector for the breathing hose system was disintegrating from the mask's body. The mask had to be replaced; no patient consequences have been reported.

Manufacturer narrative:
Upon inspection of the provided photo can be confirmed that the mask was partly disassembled as described. In particular, a snap ring which secures the elbow connector at the outlet of the mask body was separated. In consequence, the elbow connector can be pulled off from the mask body at very low strain force already. No damage or other deviation was detected. The reason for the disintegration of the mask parts cannot be determined with certainty. However - it would be a reasonable explanation that the snap ring was not fully inserted to the adjacent channel during assembly and became detached during first use at unusual low forces. There was a similar complaint reported recently and, during the investigation it was found that - after reassembling all three parts together, the mask was fully compliant to specifications. The supplier was informed about the issue and reported back that an additional test step has been introduced into the assembly process. The mask complained within this case was manufactured before draeger reported the problem to the supplier. The IFU contains explicit warnings that the product has to be checked for mechanical integrity prior to use and must not be used if deviations are observed. The disintegration of the connector including the breathing hoses will be readily apparent to the user upon occurrence. Furthermore, it is clearly stated that the ventilator used in combination with the mask has to be equipped with an adequate alarm system to alert disconnection and leakages during non-invasive ventilation and that proper alarm settings have to be made for the individual patient.

Event description:
Please see initial report.